Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and received treatment at the emergency room. Reportedly, several manual boluses were delivered during the night while control iq was working appropriately. The customer was given glucagon at home and a saline infusion at the ER to treat bg.